Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error alarm. The customer's blood glucose was unknown. The customer stated that there was crack on casing and ring where reservoir was locked was gone. The troubleshooting was not performed. The product will not be returned for analysis.